Event description:
It was reported that the programmer rf (radio-frequency) head port was not working. The rf head was replaced, but the problem persisted. It was further noted that the printer was also not working. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 2067, programmer rf (radio-frequency) head. Product ID: 2290, pacing system analyzer. (B)(4).